Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient's dds recommended they cease treatment due to posterior open bite and anterior deep bite. Dds stated, "current ortho treatment plan is only correcting canine to canine, and the arches do not have enough inter-incisal clearance, which is causing posterior open-bite to happen."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.